Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe driver was not recognizing syringes. The issue was discovered while trying to verify syringes. Three different syringe sizes were tested. Per the reporter, these syringes are not enabled in the guardrails drug library and wouldn't come up even if the pump was working properly. There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe driver was not recognizing syringes. The issue was discovered while trying to verify syringes. Three different syringe sizes were tested. Per the reporter, these syringes are not enabled in the guardrails drug library and wouldn't come up even if the pump was working properly. There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
No anomalies were found during inspection. The review of the syringe module error log found no errors or malfunctions. The report that the syringe module failed to identify installed syringe was confirmed during testing. The root cause of the reported complaint that the syringe module failed to recognize installed syringes was found to be the result of the barrel sizing sensor lever separated from the barrel clamp mechanism. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source pump module serial number (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the syringe driver was not recognizing syringes. The issue was discovered while trying to verify syringes. Three different syringe sizes were tested. Per the reporter, these syringes are not enabled in the guardrails drug library and wouldn't come up even if the pump was working properly. There was no patient harm. The issue was noted before patient use.